Manufacturer narrative:
This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by service report that there was a broken head rail on the right siderail. It is unknown if there was patient involvement or if there are adverse consequences to report.